Event description:
Litigation papers allege the patient sustained severe, permanent and crippling injuries; suffered great pain and anguish of mind and body, was confined for a long period of time, became seriously incapacitated and restricted in her normal activities; was forced to expend large sums of money for hospitalization, medical treatment and nursing care; was prevented from attending daily economic and social pursuits; continued to endure much physical and mental pain and suffering, disability and permanent injury and was otherwise damaged. Update: (B)(6) 2012 - supplementary information received. Litigation previously reported that the patient was implanted with asr; however, part/lot information has been provided and the patient was implanted with pinnacle. Due to the allegation of pain with no metal-on-metal issues- all products have been added. Date of revision was also provided.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the stem as the lot code required was not provided. X-rays were provided and reviewed. Medical records were received. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of fractured liner, metallosis, and vertical cup. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.